Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-441ag, mmt-1884, mmt-342. Troubleshooting was performed. Ensure the customer is disconnected from site (or qr if site is inserted) and remove the reservoir from pump. Advised the customer to remain disconnected and asked customer to disconnected and reconnected the tubing connector to reservoir. The customer has a plunger. The insulin exits the tubing. The alarm occurred during therapy. The insulin exited and pump alarmed. The customer was unable to complete set change. No harm requiring medical intervention was reported. No product return is required for mmt-441ag, mmt-1884, mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thump. Confirmed pump alarmed insulin flow blocked alarm on 09/03/2025 07:21:22.000 bolus, 09/03/2025 14:54:42.000 bolus, 09/03/2025 14:55:10.000 bolus, 09/03/2025 14:55:34.000 bolus, 09/03/2025 14:56:00.000 bolus and 09/03/2025 16:06:58.000 bolus found in pump downloaded history. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube), cracked belt clip rails and label damage (stained). No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: mmt-441ag, mmt-1884, mmt-342 was returned for analysis.